Event description:
Was assisting radiologist with a breast biopsy and a biopsy clip (marker) did not deploy correctly. The particular clip was an 11 gauge clip by ethicon. The lot number is h44653. The remainder of clips with that lot number were pulled from rotation.